Event description:
It was reported by the sales rep that during a laparoscopic gallbladder procedure, the device loaded with peristrips was fired accross stomach to close the gastrotomy. The stapler cut tissue, but did not close staples to "b" configuration. Additional device was opened and loaded with peristrips to complete the case. Nurse did not keep the intrument, it was discarded. There was no reported patient consequence.